Manufacturer narrative:
The pump was originally reported under MFR. Report # 2916596-2025-02779 and will now be captured under this report. Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues that would have caused the failure to start the pump, as captured in the retrieved log files. The pump was returned assembled with the pump cable severed approximately 8.25¿ from the pump header, and the distal end was returned measuring approximately 17.25¿. The sealed outflow graft, sealed outflow graft bend relief, and apical cuff were not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well found minor scuff/scratch marks that were consistent with several failed attempts to start the pump. The left ventricular assist device (lvad) and controller event and periodic log files were retrieved from the returned devices and reviewed. Events were captured in the beginning of the lvad event log file that were consistent with an initial, successful start of the pump followed by operation of the pump for approximately five minutes. The log files then captured several instances of the pump being unable to start in the setting of power supply voltage drops from the power module. Failure to start the pump was able to be replicated with the returned pump, returned modular cable, returned controller, returned power module, and returned patient cable connected together on a mock water loop. The returned patient cable was exchanged for a test patient cable without changing the other equipment, and the pump was able to be started without issue; refer to the patient cable investigation regarding the identified root cause. (B)(6) was functionally tested on a mock circulatory loop with test equipment. The device operated as intended and in accordance with manufacturing specifications. Incidental findings: evaluation of the replaced pump noted that the cuff lock arms were deformed; however, a specific cause for this finding could not be conclusively determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. Section 5 (under ¿inserting the pump in the ventricle¿) provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 also provides instructions on how to unlatch the slide lock and states that if the orientation of the pump requires adjustment, use a sterile surgical tool to unlatch the slide lock, if necessary. Section 5 warns that during the implant process; a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. If the pump fails to operate properly, do not implant it. Utilize the back-up heartmate 3 lvad in its place. Section 7 alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas surgical hand tools are shipped with heartmate 3 lvas surgical hand tools instructions for use. The general information section explains that the heartmate 3 unlock tool is an optional tool that can be used to open the slide lock mechanism. The "using the unlock tool" section provides steps to follow to open the slide lock. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump was primed according to the instructions for use (IFU). Upon insertion to the sewing ring, and subsequent attempt to start the pump, the pump would not start. The system controller and modular cable were exchanged while the pump was in place within the sewing ring per the IFU implant procedure to determine if the pump could be started, but this did not resolve the issue, and the pump did not start. The pump was then removed, the driveline was cut, and a new pump was prepared. The new pump was implanted without incident.